Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in decontaminated conditions; no damage or defects were noted. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in decontaminated conditions; no damage or defects were noted. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable exhibited a blockage confirmation. No adverse patient effects were reported by the customer.